Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly experienced a loss of consciousness due to hypoglycemia; was treated with glucose intravenously. Customer reportedly went to dialysis two days later and again experienced hypoglycemia; pump therapy was stopped. Caller alleges hospital staff assumes the pump delivers inaccurately. Requested return of the alleged device for evaluation.

Manufacturer narrative:
Relevant history: should read peritoneal dialysis.